Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter of nexiva. According to the customer's report, a black stain was found on the side area of about 1 cm from the tip of the needle.

Event description:
It was reported that nexiva 22 ga x 1 in single port had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter of nexiva. According to the customer's report, a black stain was found on the side area of about 1 cm from the tip of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit within an opened package in two portions. Portion 1 was the catheter and extension line assemblies with the vent plug inserted into the end of the luer and the clamp fully disengaged. Portion 2 was the needle grip assembly fully retracted with the needle tip secured inside the tip shield. Visual and microscopic observations found no foreign matter on the catheter tubing. The needle was returned to the out position for inspection and a small brownish foreign matter was present at the area of the bump which is located approximately 0.05 cm from the tip of the needle. The reported issue was confirmed. Unfortunately, a more in depth observation or analysis of the foreign could not be performed as the particulate was lost during the observation. Although the reported issue was confirmed, bd was unable to determine a definite root cause since the unit was received out of its original packaging and had been manipulated. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.